Manufacturer narrative:
Concomitant product: 6944-58 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2018.

Event description:
It was reported that the patient felt twitching since the left ventricular (lv) lead was implanted and it was noted that the patient was experiencing diaphragmatic stimulation. It was also noted that the lead thresholds were elevated. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.